Event description:
Md was withdrawing a size 6 french introducer at the end of a procedure. As he was withdrawing the introducer, the introducer came apart at the sheath's connection to the side arm. The physician was able to retrieve the sheath at skin level with a hemostat from the right brachial artery. Pressure was then applied at the right brachial site for hemostasis.